Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - the ICD triggered an alert due to decreased rv sensing. It was caused because of lead dislodgement, and led to the hospitalization of the patient for two days ((B)(6) 2015). This lead was repositioned and remains actively implanted.